Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Blood glucose was not impacted. Reportedly, the pump and transmitter regained connection. No additional patient or event information was available.